Event description:
The customer reported that the device was used for one hour during a cystectomy and ileal conduit and then the jaws could not be re-opened and the knife blade was outside the jaws. The device was not on tissue when the jaws could not be re-opened. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.